Event description:
Caller reported a tandem mobi cartridge alarm occurring during the load process, and it was confirmed by technical support. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support decided to replace the pump, and the customer was informed of the steps to return the faulty pump. The customer was advised on how to use backup therapy to ensure uninterrupted insulin delivery, as well as instructions for setting up the replacement pump, including updates to the pump software and connecting their continuous glucose monitor.